Manufacturer narrative:
(B)(4): the alleged faulty user interface module was returned and evaluated. It was determined that the root cause of the device not turning on, was a defective control board.

Manufacturer narrative:
Failure analysis (fa) lab received a avea pcba control board. An investigation was performed and the reported issue was duplicated. The problem was isolated to a bad boot loader.

Manufacturer narrative:
The faulty control printed circuit board was routed to the failure analysis lab for further investigation. No visual anomalies were found however, it was found that the control printed circuit board was not receiving new software uploads. The root cause was attributed to the control printed circuit board software version 4.6. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.

Event description:
Customer called carefusion technical support to report a "broken user interface module." Per customer, the user interface module was not turning on. No patient involvement at the time of the incident.